Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After a 145 guidezilla¿ guide extension catheter was advanced, a 4.00x24mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the physician felt that the stent was getting caught in between the guidezilla¿ and the guide catheter. The device was then removed and the stent was found damaged. The procedure was completed with another with same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were stent struts on the distal end of the stent that were bent and stretched. The undamaged outer diameter of the proximal end of the stent was measured and was within specification. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After a 145 guidezilla¿ guide extension catheter was advanced, a 4.00x24mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the physician felt that the stent was getting caught in between the guidezilla¿ and the guide catheter. The device was then removed and the stent was found damaged. The procedure was completed with another with same device. No patient complications were reported and the patient's status was fine.